Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: the keypad button cover was found to be intact. The keypad buttons were found to be unresponsive or intermittently responsive to button presses; tactile feedback was normal. The pump was opened and moisture was observed at the keypad connector and throughout the pump interior. A leak test revealed a display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.